Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support, false impella alarms indicating 'in aorta' were reported, attributed to dampened waveforms and elevated left ventricular end-diastolic pressure. The impella was adjusted to p8, achieving flows of 3.3 lpm, with minimal weaning of drips. The peel-away sheath was removed, the tb was locked, and an angle-matching dressing was applied. The patient was then transferred to the ICU. Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.